Manufacturer narrative:
The reported event of the fractured leaflet was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet or orifice damage. Rather, the damage may have been caused by some external force applied to the valve which overstressed the carbon material. Please note, per the instructions for use, use only abbott valve holder/rotators to perform valve rotation. Use of other instruments could result in structural damage. To avoid structural damage, the valve must be rotated in the fully closed position. The cause of the reported event remains unknown; however, the damage is consistent with information from the field, which indicated that a "tweezer" was used.

Event description:
During implant of a 21 mm masters series mechanical heart valve, when the valve was being lowered into the ring position using a tweezer, the tool slipped and fractured the leaflet. A fragment of the leaflet was dropped into the ventricle, but it was successfully removed. The removed fragment was lost outside the surgical field. Another non-abbott prosthesis was used to finish the procedure and the patient is reported to be stable. According to the physician, no abrupt movements were done during the implant. Per the instructions for use, use only abbott valve holder/rotators to perform valve rotation. Patient identifier, age, weight and gender is not available for this complaint. No additional information is expected.